Manufacturer narrative:
A ge rep evaluated the system and replaced the right monitor and tightened connections on the power plug. System operates as intended.

Event description:
Customer reported the monitor is getting dark and the power plug sparks after system is shut down. No pt injury was reported.